Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off issue and hyperglycemia event on (B)(6) 2025. The patient went to emergency room and got hospitalized on (B)(6) 2025. The duration of hospitalization was less than 24 hours. The blood glucose level was 470 mg/dl and the patient was treated with intravenous drip and saline solution. Patient experienced the symptoms of tightness in upper chest and back, tiredness and weakness. The patient was tested positive for ketones and the results were 3 mmol/l. No further information available.